Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot#: v011300, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 399945, serial/lot #: (B)(4), ubd: 23-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their therapy has not worked very well over the past week, and they have numbness in their leg. The patient also stated that their battery is not depleting. They mentioned that they don¿t use their programmer. Patient services advised the patient to make sure they turn stimulation on and monitor the battery level. The patient was to follow-up with their healthcare provider if they continue to not have issues. Additional information was received from the patient. It was reported that the patient met with a rep who bypassed two leads that weren't working. On october 14 the patient called the rep and told them it wasn't going down the left leg. The patient increased stim and it was ok. The issue was resolved. The rep stated they did not recall a report of "electrodes being out". The rep sad they did recall meeting with this patient and reprogramming her scs to provide the desirable stimulation. The patient was made aware that she was to contact t her physicians office again if she needed any further reprogramming. The rep has not heard anything so her programming should still be adequate. No further complications were reported.